Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
It was reported that the pump had a "syringe sensor error." No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the top case left corner chipped and the plunger seal missing. There was evidence of the reported problem (error) recorded in the event history log. The customer reported problem syringe sensor error, was duplicated during testing. Plunger flippers were sticking upon opening. It was recommended that the plunger case assembly be replaced as corrective action. The root cause of reported problem was due to contamination around the plunger flippers which is traced to the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number 3500.